Event description:
It was reported that a surgeon is saying that the mayfield skull clamp was slipping when in place with some lateral play.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.